Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A thorough analysis could not be performed, because the device was not returned for investigation. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx voyager catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly tortuous and moderately calcified patient anatomy, such that the balloon ruptured upon the first inflation at 10atmospheres (atm) which is below the rated burst pressure (rbp) of 14atm. Without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during pre-dilatation in the moderately calcified proximal circumflex artery, the voyager nc balloon ruptured at 10 atmospheres. The device was replaced with a non-abbott balloon to complete dilatation. A xience stent was deployed successfully to complete the procedure. There was no significant clinical delay in the procedure. There was no adverse patient effect. Though requested, no additional information was provided.